Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-18997. It was reported the patient presented to the emergency room with pericardial effusion. Upon interrogation, it was seen the system was functioning normally. The physician elected to monitor the patient. The patient was discharged.